Manufacturer narrative:
Gbo complaint ni: (B)(4). No samples were received for evaluation. No pictures were provided by the customer. We have no further inventory of the material/batch. A review of quality, production, and maintenance documents revealed no deviations in relation the reported event. The complaint cannot be determined.

Event description:
Customer states tubes short filled. This has occurred 15 times and over a short period of time. Customer advised they do not have photos or product available to return for investigation.